Event description:
Boston scientific received information that this product was part of a planned system revision due to infection. Attempts were made to obtain additional information but were unsuccessful. No additional adverse effects reported. All available information indicates that the product remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.